Event description:
A malfunction alarm was reported with the code malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted in resetting the pump and advised to reconnect the cgm, load the cartridge, and resume insulin use after the call. The customer was informed to call back if the malfunction code recurred, and acknowledged this instruction.